Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 75mg/dl. Caller states his glucose is normally 150mg/dl. No adverse event reported. Other fasting memory results: (B)(6) at 10:05am 111mg/dl; (B)(6) at 7:07am 97mg/dl; (B)(6) at 7:51am 104mg/dl; (B)(6) at 6:30am 75mg/dl; (B)(6) at 1:25pm 113mg/dl; (B)(6) at 7:43am 106mg/dl.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).